Event description:
Rptr c/o silicone gel leakage, breast pain, capsular contractures, ltd motion of arms due to pain, adhesions-peri-capsular, implant hardness, arm and breast tightness, migraines, osteo arthritis, implant ruptures, calcification of scar capsule around implant, joint swelling, pain, stiffness, swelling of hands and fingers, fatigue, general aching and stiffness, coldness and pain in hands, incorrect size and position of implants, brast wrinkling and rippling, shameful of breast appearance, and depression.